Event description:
Three bypass grafts completed followed by mitral valve replacement; tee intraop revealed the posterior leaflet of the artificial tissue valve adjacent to the posterior mitral valve annular area was not opening and closing well; the septal leaflet of the prosthetic valve and the anterior leaflet of the artificial valve appeared to be functioning appropriately; there was no evidence of perivalvular leak; the pt had a large amount of mitral regurgitation through the tissue leaflets. The valve was removed and a 27mm tissue mitral valve was selected to replace the previous valve. Postop, the pt remained on mechanical ventilation and required levophed, epinephrine, and dobutamine; unable to be weaned from the ventilator; pt had short run of vt and then asystole pt was coded; expired on (B)(6) 2014.